Manufacturer narrative:
This report is associated with argus case (B)(4), biotene moisturizing mouth spray (2013 formulation).

Event description:
Real bad reaction. Black tongue. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of adverse drug reaction in a male patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for drug use for unknown indication. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation). On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced adverse drug reaction (serious criteria hospitalization) and tongue black. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the adverse drug reaction and tongue black were unknown. The reporter considered the adverse drug reaction and tongue black to be related to biotene moisturizing mouth spray (2013 formulation). Additional details: initial and follow-up information processed together. The consumer reported on 02 january 2017 "I have seen real bad reaction to the spray." On 03 january 2017 the consumer reported "my friend sprayed the biotene made his tongue go black and real bad ended up in hospital."